Event description:
It was reported that a peritoneal dialysis (pd) patient¿s caregiver discovered a fluid leak during fill one of three of pd treatment. There was a pump a vs b volume error warning associated with the leak. The cause of the leak is unknown. The was fluid leaking from the cassette door and seemed to be about a 1 cup amount. The patient also mentioned another leak during step five of set-up prior to the leak during treatment. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient said there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient let the cycler air dry over night and it is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler will not be returned.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s caregiver discovered a fluid leak during fill one of three of pd treatment. There was a pump a vs b volume error warning associated with the leak. The cause of the leak is unknown. The was fluid leaking from the cassette door and seemed to be about a 1 cup amount. The patient also mentioned another leak during step five of set-up prior to the leak during treatment. The patient was advised to follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient said there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient let the cycler air dry over night and it is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler will not be returned.